Event description:
It was reported that the patient was syncopal due to dehydration. The device rate drop response had been turned on and multiple episodes reported. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.